Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced elevated blood glucose (exact value not provided). Customer declined troubleshooting and declined to provide further information with tandem technical support.